Event description:
Reporter indicated a vns pt had high lead impedance readings. The pt recently had a new vns generator implanted on (B) (6) 2009. The pt has had fall trauma since the generator replacement surgery, which may have contributed to the high lead impedance. The vns has not been activated since the (B) (6) 2009 generator replacement surgery and remains disabled. Lead revision surgery is likely, but a surgery consult has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.